Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event of foreign material on the laser light cable plug could not be determined whereas it is presumed that the other reportable malfunction occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had broken fiber bonding in the outer tube area, broken light guide bundle of the video cable section, laser light cable had foreign material and the light transmission is lost or too low. There was no patient involvement.